Manufacturer narrative:
Covidien reference # : (B)(4). To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The patient reported that a force fx generator was in use in (B)(6) 2012 when she had a cervix conization, and during the procedure she received a second degree burn to her leg in the area that the return electrode had been placed. The manufacturer of the return electrode was not identified. The burned area was cleaned, sanitized, washed with sterile physiologic solution and a bandage was applied to the affected area.